Manufacturer narrative:
This report is being submitted as additional information was received that this pacemaker was explanted and replaced. This report will be updated should additional information become available or if analysis is completed. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) on the right ventricular (rv) lead due to high out of range pacing impedance measurements, measuring greater than 3,000 ohms. The system was tested in unipolar, in which the high impedance measurements were not reproducible. The system was kept in unipolar. It was noted that neither oversensing nor pacing inhibition were observed. No adverse patient effects were reported, and this pacemaker remains in service. Additional information was received that this pacemaker was explanted and replaced due to an unknown reason. At this time, no additional adverse patient effects were reported, and this pacemaker has returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) on the right ventricular (rv) lead due to high out of range pacing impedance measurements, measuring greater than 3,000 ohms. The system was tested in unipolar, in which the high impedance measurements were not reproducible. It was noted that there was no oversensing or pacing inhibition. No adverse patient effects were reported, and this pacemaker remains in service.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) on the right ventricular (rv) lead due to high out of range pacing impedance measurements, measuring greater than 3,000 ohms. The system was tested in unipolar, in which the high impedance measurements were not reproducible. It was noted that there was no oversensing or pacing inhibition. No adverse patient effects were reported, and this pacemaker remains in service.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.